Event description:
It was reported that during a video laparoscopic total splenectomy, there was a gas leak from the trocar and the seal was damaged. The issue was resolved by replacing the device with another identical item. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (UDI), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. Visual inspection noted that the obturator was received inserted into the cannula. Prolonged insertion could have caused the seals to become stretched. The obturator was removed and the duckbill seal was stretched out. The circular seal was cut and blown out in the center. The cannula, obturator and stopcock appeared intact. Functionally, the device failed the air leak test. The product was shipped back with the obturator inserted in the cannula and therefore the length of time it was inserted during shipment may have also resulted in the stretched seals. It was reported that the seal was damaged and there was leaking. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if the device made contact with a sharp surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.